Manufacturer narrative:
A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instrument: a cadiere forceps instrument. A site history review found no complaints were made for the instruments used during this procedure except for an unrelated complaint reported against the mega suturecut needle driver instrument, a non-energy instrument.

Event description:
It was reported that while undocking the system at the end of a vinci-assisted hiatal hernia surgical procedure, the patient had burn marks running down the trocar at one of the trocar sites on the abdomen. No arcing was reported during the procedure. The area required no repair. The staff described it as a cautery burn similar to the bovie. No photos or videos of the procedure are available for review. The procedure was procedure was completed robotically.